Manufacturer narrative:
Reliability analysis was unable to confirm the adhesive anomaly on the opened/used sensor.

Manufacturer narrative:
The information provided with the initial report was created in error. The event has been reported under manufacturer report number 2032227-2016-46809.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose was 410 mg/dl. The patient treated via insulin pump bolus. Troubleshooting did not occur for the high blood glucose. The sensor was returned for analysis.